Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (x-rays, medical records, operative notes) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the surgeon notified sales rep that he has a pt with a cup that he believes is not well fixed. He contacted sales rep with the pt's name and sales rep was able to obtain the info on the implants used in the case. Revision date has not been set.